Event description:
It was reported that the programmer was unable to turn on. The charger and battery were checked, everything was fine. The programmer was later returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the programmer would not power up. It was also noted that there were broken bosses. As a result the computing platform was replaced and software was reloaded.

Manufacturer narrative:
Further analysis was performed. Visual inspection revealed a cracked display overlay. Bench analysis revealed that after pressing the power button, the power light-emitting diode (led) lit and remained on but there was no display. There was no change after replacing the display and display cable. It was determined that the failure was localized to the computing platform assembly. Conclusion: power-up failure due to defective computer platform assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was unable to turn on. The charger and battery were checked, everything was fine. The programmer is expected to be returned for servicing. There was no patient involvement.